Event description:
Initial report: this is a non-serious report of indurated areas while on poly-l-lactic (sculptra) therapy. This pt was injected with a maximum of 1 vial per session of poly-l-lactic acid (treatment details nos). She developed indurated areas sometime later (time period nos). A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: possible.